Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. She reported the gas loss alarm had alarmed one time, and she had troubleshot the alarm by pressing ¿start¿. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. We instructed customer to press the iab fill key for 2 seconds which resolved the alarm. She reported the patient¿s heart rate was consistently in the low 100s, and the patient was repositioning in the bed frequently. We reviewed the proper troubleshooting steps and the nature of the alarm with catherine and explained that it was most likely triggered by the above clinical factors. We provided her my direct phone number and asked her or the on-coming rn to contact me should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. We collected product surveillance information. No patient harm or injury reported. Customer appreciated the support provided and had no other questions.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). Due to character limit in the e1 section, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that customer called requesting assistance for a gas loss alarm occurred on cardiosave intra aortic balloon pump during use. The customer reported the gas loss alarm had occured once and the troubleshooting was done by pressing start. Also she verified that there were no blood, decoloration, flakes in helium tubing. The getinge representative assisted her through phone and instructed to press iab fill key for 2 seconds that resolved the alarm. The customer also reported that the patient`s condition was consistently in the low 100s, and the patient was repositioning in the bed frequently. There was no patient harm or injury.